Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were going to receive emergency medical assistance due to possible low blood glucose, with blood glucose of 150 mg/dl at the time of the incident. The customer stated it appeared that the pump had over delivered insulin and was headed to the hospital. The customer was at 399 to 431 mg/dl at the time of the call. The customer was going to use manual injections to treat the high. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.